Event description:
While investigating a battery charger/modem for an unrelated issue, a reportable problem was discovered. Battery charger/modem sn (B)(4) showed signs of water damage. The battery charger/modem was not issued to a pt.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon eval, contamination was discovered on the charger/modem battery board. The root cause of the contamination could not be positively identified, but was likely ingress of an unk impact. No adverse event resulted from the defective battery charger/modem.